Event description:
It was reported that an asymptomatic patient presented to the or for device change out due to normal eri. Externalized conductors were observed. No electrical anomalies were detected. Lead to be monitored.

Event description:
New information received states that the lead was capped. There were no patient complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.